Event description:
The patient came in reporting pain and the cause is unknown. At 5 months from primary upon removing the stem, it was viewed by the surgeon that the stem was sitting proud and had a lot of osteophytes under the anatomic head that did not allow the stem to sit correctly. The surgeon then described that the version, cut angle and stem depth seemed to be incorrect. The stem was removed. The pegged glenoid was floating in the joint space with cement on the back of it. The surgeon made the observation that it did not appear that the glenoid was ever fully cemented down. The surgeon revised all components to competitor components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 may 2025: lot 2011106: (B)(4) items manufactured and released on 13-jan-2021. Expiration date: 2025-12-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: anatomical shoulder system 04.01.0183 short humeral diaphysis - cementless - 10 (k180089) lot 2309089: (B)(4) items manufactured and released on 28-jun-2023. Expiration date: 2028-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.